Event description:
On hold by sh, 06/11. It was reported that the catheter connector was stuck and could not be removed. The target location was located in the liver. A ngmc/single/021/swan/1ro/130 direxion microcatheter was selected for use. During the procedure, resistance was encountered, and the catheter connector became stuck, and could not be removed. The procedure was completed using another device of the same device. No patient complications were associated with this event. The patient remained stable following the procedure.

Manufacturer narrative:
G4: premarket / 510(k): k142259, k163701. Investigation results: device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.